Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi testing due to its liquid crystal display being out of specification, it was missing pixels. It was additionally noted that the upper case, lower case, bail cover and ring cover were broken and contaminated, that the heart block, lead flex cover, main seal and battery drawer were contaminated, the battery contacts were compressed, the keyboard scratched and the battery release contaminated. (B)(4).